Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose was 501 mg/dl. Reportedly, the elevated bg was a normal occurrence for the customer due to the customer being a brittle diabetic. A correction bolus was delivered to address bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.